Manufacturer narrative:
Conclusions: product tested and returned to service.

Event description:
It was reported by service report that the fowler dropped when it was being lowered. Customer reported that there was patient involvement; however did not know if adverse consequences were reported.